Event description:
It was reported that a stroke occurred. The extremely calcified native aortic annulus was 24.4mm in diameter and noted to be bicuspid. Pre-balloon aortic valvuloplasty was performed with a non-bsc 22mm balloon. A 25mm lotus edge valve was advanced through the aortic arch. High resistance was encountered while crossing the native aortic annulus, which required two attempts. Positioning of the lotus edge valve required four partial resheaths due to moderate to severe paravalvular leak (pvl). On the fourth positioning the pvl was reduced to mild and considered acceptable. The patient was hemodynamically stable. The valve was released. There was no gradient and mild pvl. After the procedure when anesthesia was stopped and the patient awoke, the patient had major stroke symptoms. A computed tomography scan showed hemiparesis on the left side. Several small strokes were recognized. The patient was in critical status in the neurology ward and has since been transferred to rehabilitation.